Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during surgery the second anchor did not deploy. The procedure was successfully completed without a significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H6: one 72201491 ultra-fast-fix needle delivery system device used for treatment, was not returned for evaluation. Due to product unavailability, investigation and evaluation were limited. This is a user controlled device. This style of delivery system requires user controlled manual trigger advancement to position and place the anchors. They are each then manually stripped off the needle tip. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Based upon the information provided, the failure was anchor premature detachment. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Review of instruction for use documentation confirms instructions, precautionary statements and recommendations for proper use of product. Influences that could compromise product performance or integrity that are unrelated to manufacture include: inadvertent twisting or bending of the delivery needle, proximity of anchor placement to each other, difficulty with reaching the desired tissue location, inadequate tissue conditions, incomplete needle penetration through meniscus, inadvertent needle twisting, bending manipulation releasing anchors when not intended. Per instructions for use: ¿do not bend delivery needle. Note: it is normal to encounter resistance prior to achieving the ready position. A snap or click will be heard when the trigger is fully advanced, ensuring that the implant is fully seated at the end of the needle.¿ product met specifications upon release to distribution. Complaint history review indicated no similar allegations for the lot number reported. Device history record/batch/lot review did not indicate a condition or product/procedure failure that supported the allegation.